Manufacturer narrative:
Occupation = clinical coordinator. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during retrieval of an unknown inferior vena cava filter involving a patient with a history of atrial fibrillation and hypertension, the hub separated from the sheath included in a gunther tulip vena cava filter retrieval set. The filter, which was originally placed (B)(6) 2019, was reportedly removed due to infection risk. Access was obtained in the right internal jugular in order to retrieve the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Additional information was received 03jan2020 and 08jan2020. Another manufacturer's filter was being retrieved during the procedure. The complaint device separated at the hub after the device was inserted into the patient, as the inner dilator was removed. The complaint device was removed and an unspecified cook retrieval system was used to successfully remove the filter.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during retrieval of an unknown inferior vena cava filter involving a patient with a history of atrial fibrillation and hypertension, the hub separated from the sheath of a gunther tulip vena cava filter retrieval set as the inner dilator was removed. The filter, which was originally placed (B)(6) 2019, was reportedly removed due to infection risk. The complaint device was removed, and an unspecified cook retrieval system was used via right internal jugular access to successfully remove the filter. Additional information was received (B)(6) 2020. Another manufacturer's filter was being retrieved during the procedure. The complaint device separated at the hub after the device was inserted into the patient, as the inner dilator was removed. The complaint device was removed and an unspecified cook retrieval system was used to successfully remove the filter. Investigation - evaluation. Reviews of the complaint history, device history record, documentation, instructions for use, and manufacturing instructions were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Photos were provided by the user facility, however, which confirmed that the hub had separated from the blue retrieval sheath a document-based investigation evaluation was also performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. A review of complaint history showed no additional complaints for this lot. Reviews of the manufacturing instructions and quality control procedures were also conducted, and no gaps were discovered. The available information provides objective evidence to support that the device was manufactured to specification. The device is packaged with instructions for use, which state that the product has been designed for retrieval of implanted günther tulip and cook celect vena cava filters in patients who no longer require a filter. The IFU also warns that excessive force should not be used to retrieve the filter. Based on the information provided, investigation has concluded that, while a definitive cause for the device failure could not be determined, the event can be potentially attributed to the attempted retrieval of another manufacturer's filter or to possible excessive force used to retrieve the filter. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.